Event description:
(B)(4). It was reported that the drain broke off in the pt. Drain was initially placed on (B)(6) 2013 for diagnostic laparoscopy with drainage of a pelvic abscess/infected hematoma. When attempting to remove the drain, the nurse obtained the needed supplies including a suture removal kit. She opened up the bulb first to empty and release the suction. She then used tweezers to grasp the suture that was wrapped around the tube so that she could get the curved tip of the scissors cupping the suture and then clipped the suture. She gently pulled on the tubing and it did not advance so she requested assistance from another nurse. She was instructed to tug a little on the tubing and the tubing broke and a piece quickly retracted back into the abdominal wall (pt's right lower quadrant). The drain broke on the clear tubing about mid point. The pt was returned to surgery and an infraumbilical incision was made through which a veress needle was inserted. Carbon dioxide was used to create a pneumoperitoneum and a 5mm bladeless trocar was inserted under direct visualization. A 2nd trocar was placed in the upper left lateral abdomen at the site of her old scar, this provided exposure to the right lower quadrant and the drain was located and removed.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental MDR will be filed.